Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >86 colony forming units (cfus) of pseudomonas aeruginosa and serratia marcescens. The gastrointestinal videoscope was retested 4 days later and was positive for 20 cfu¿s of pseudomonas aeruginosa, proteus mirabilis, and bacillus sp. A final test was performed 5 days later and was positive for >80 cfu¿s of pseudomonas aeruginosa and serratia marcescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.